Manufacturer narrative:
During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed gut rotation to randomly pulsate on the roller pump. Replacement of customer generic board with lab-use only (luo) generic board restored proper functionality, determining the customer generic board was defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) installed a new pod assembly and continued to see the reported issue, pump was jerky/pulsatile motion and observed "underspeed" error message. He found the optical encoder disc was rubbing on the encoder module and replaced both parts to fix the issue. The srt performed a preventive maintenance (pm) inspection. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
The quality engineer (q/a) reported that during notice of field correction (nfc) of the device at the subsidiary manufacturing engineering center (mec), they upgraded the software to version 1.40 from version 1.30 on the demo roller pump. But this roller pump had unstable rotary motion. Without tubing, we turned this roller pump and confirmed that the following errors occurred: overspeed, underspeed and belt slip. We expect that it may be the abnormality of the control board or belt slip. There was no patient involvement.